Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient is also alleging having a tumor on their kidney and is now in the observation period and also did not take any medical treatment. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation, secondary findings was observed. There was no error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient is also alleging having a tumor on their kidney and is now in the observation period and also did not take any medical treatment. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer confirmed no presence of degraded sound abatement foam using a fitt. During the investigation, manufacturer observed an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, pca, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminants on the top enclosure, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower. A keratin-like substance was observed on the blower box outlet. There was no error code found. Using a well-known power supply and power cord, manufacturer was able to confirm the device powers on and provide airflow. During review of the error logs, manufac determined that the device was likely reset prior to pil receipt due to the machine having 1243.1 hours and 0 blower and therapy hours. Manufacturer was unable to directly address any symptoms or complaints. In general information- due date is corrected. In box d: device serviced by third party was corrected. In box g: date received by manufacturer was corrected. In box h: evaluation result code grid.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting, inflammatory response, liver disease/toxicity, heart attack and congestive heart failure. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.